Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm and 8atm. However, the balloon ruptured upon third inflation at 10atm and was removed from the patient's body without any problem. The procedure was completed with another of the same device. No complications reported and there was no problem with the patient post procedure. Per physician's comment, the balloon ruptured due to calcification.